Event description:
It was reported by service report that the stationary foot skin was damaged exposing sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Stationary foot skin.